Event description:
It was reported that a patient underwent a total knee arthroplasty in (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2013 due to malpositioning and the suspected rupture of their mcl. No further information has been provided.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown implant date - (B)(6) 2012 (exact date unknown). Manufacture date - (B)(6) 2010 (exact date unknown). This is 2 of 2 MDR reports submitted for the same event. MDR # 0001825034-2013-03239 was also submitted by biomet orthopedics for the femoral component.